Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb, display adapter pcb, and video controller pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was blurred effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.